Event description:
It was reported that the customer's BG value displayed as "Low"; however, specific value was not provided. Cause of low BG was unknown. Customer did not take action to address BG. No further assistance required.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone 12 Pro Max / Unknown / iOS_17.1.1.